Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that, "the PICC broke and went inside the body during flushing, it was pulled with the help of intervention radiologist. No exposure to blood or bodily fluids. Treatment was not altered because of the event. Patient was discharged." It was stated the incident involved incorrect test results. No other information was provided.

Event description:
It was reported that, "the PICC broke and went inside the body during flushing, it was pulled with the help of intervention radiologist. No exposure to blood or bodily fluids. Treatment was not altered because of the event. Patient was discharged." It was stated the incident involved incorrect test results. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.